Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone, however; both octrode leads showed high impedance. As received, the octrode lead had all its internal wires broken; consistent with an overstress condition or sudden event the lead was subjected while in vivo. No root cause was identified for the reported event.

Event description:
Additional information was received that surgical intervention occurred during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00218. It was reported that patient had a fall and experienced ineffective therapy. X-ray confirmed that leads migrated and diagnostic testing revealed high impedance on multiple contacts. Surgical intervention may occur to address the issue.